Event description:
The facility reported a colleague infusion pump with a failure. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure was neither confirmed nor reproduced during product evaluation. However, upon review of the event history log, failure code 89:xxx was found on the reported occurence date. Quality engineering has confirmed failure code 89:xxx as the determined problem. The root cause of the failure code is a depleted main batteries due to use/user error. The main batteries was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.